Event description:
A velocity high performance helium laser-fiber failed during robotic/laparoscopic myomectomy, chromopertubation, right ovarian cystectomy, mini laparotomy procedure. No cause was detected. The fiber was removed and tagged. It was taken to a staff member's office. New fiber obtained to complete the procedure. No further incident occurred. Patient remained stable through procedure.